Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4, sick and fragile leaflets, clear separation of the segments on the entire posterior side. A mitraclip xtw was inserted and deployed on the mitral valve. To further reduce mr, a mitraclip ntw was inserted, and grasping was performed. However, with the first grasp, it was not certain that the posterior leaflet was well grasped. A second grasp was performed, but it was observed that the posterior leaflet was torn, causing the mr to increase torrentially. The clip was removed from the patient, and a piece of the posterior leaflet was observed to be hanging on the clip gripper. It was noted that it had wrapped around the gripper and was separated when pulled back. To stabilize the old clip and torn posterior leaflet, another mitraclip xtw was implanted, reducing the mr to a grade of 2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported tissue injury appears to be related to procedural condition. Tissue injury listed in the instructions for use is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance as an additional clip was implanted for stabilization. There is no indication of a product issue with respect to manufacture, design or labeling.